Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed. During a visual inspection of the device; it was observed that the housing was missing a nose cone. There was no output. Minor scratches on the housing was found. No additional issues were reported. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported a faulty system error code during tuning process on a transducer. No patient involvement was reported. No additional information was obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿tuning procedure...if the ¿fault¿ led illuminates, power off the generator, ensure that the probe and footswitch are properly connected, power on the generator and attempt to re-tune the probe again. A back-up transducer and probe set should be sterilized and available prior to beginning a procedure.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include general wear and tear due to the age of the device.